Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event caused by foreign matter or clogging in the nozzle. The foreign material couldn't be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited poor air and water supply occurred due to a clogged nozzle that had foreign objects. There was no patient involvement.